Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the pump was replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. All previously reported method, results, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (200 mcg/ml at 110 mcg/day), dilaudid (4 mg/ml at 2.2 mg/day), and marcaine (14 mg/ml at 7.7 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On 04-nov-2019 the hcp reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The patient was hearing the audible critical pump alarm and others in the room also heard it. Per the event logs, the motor stall occurred on (B)(6) 2019 at 4:31 pm and recovered on (B)(6) 2019 at 1:08 am. Per the hcp, they changed the programmer time for the daylight savings time change and programmed a small bolus today, but the patient did not feel the effects of the bolus. No further complications have been reported as a result of this event.